Manufacturer narrative:
(B)(4). Evaluation summary: subsequent to the initial medwatch report, the customer returned the device for analysis. The reported failure of the needles to deploy was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event - although the date of occurrence was requested, it has not yet been provided. The customer reported the product experience on (B)(6) 2014; therefore, this will be the estimated date of occurrence.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a prostar xl device. Reportedly, the needles were unable to be deployed. The device was removed and a second prostar xl device was used to achieve hemostasis. It was not specified if the operator was trained in the use of the prostar xl device. No additional information was provided.